Event description:
It was reported that pump malfunction occurred with malfunction code displayed and resettable, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.